Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-02438.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra engine canister (canister), penumbra engine (engine), and velocity delivery microcatheter (velocity). During the procedure, the canister was placed on the engine. The hospital staff then powered on the engine and noticed there was no aspiration. Subsequently, they attempted to troubleshoot this issue but was not able to solve the problem; therefore, the canister was replaced. Next, the hospital staff opened a velocity and noticed the hub was kinked upon removal from the packaging. The damage to the velocity was found prior to use, and therefore, it was not used in the procedure. The procedure was completed using the second canister, the same engine, and another velocity. There was no report of an adverse effect to the patient.